Manufacturer narrative:
The customer's calibration and qc recovery were found to be acceptable. There is no indication of a performance issue for the reagent. The instrument alarm trace did not contain a conspicuous event. The field service engineer was dispatched and found the racks were configured for non-standard tubes which disabled foam detection on the instrument. The engineer changed the rack configuration to standard tubes to enable foam detection on all standard samples. The engineer then verified proper foam detection operation after changing the configuration. The investigation determined that the issue found by the field service engineer was the root cause of the event.

Manufacturer narrative:
Na.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys hcg + beta test system on a cobas 8000 e 801 module. The sample initially resulted with an hcg+beta value of < 0.393 iu/ml accompanied by a data flag. This value was reported outside of the laboratory where it was questioned by the patient and doctor. An aliquot of the sample was repeated twice, resulting with values of 71.8 iu/ml and 71.9 iu/ml. The value of 71.9 iu/ml was believed to be correct. The hcg+beta reagent lot number was 47129801, with an expiration date of 31-aug-2021.